Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of the ¿ instrument channel being blocked and foreign material existing the channel¿ was partially confirmed. The scope¿s forceps passage was found restricted at the distal tip. A deep scrape mark was noted at the channel opening. A chip was noted on the scope¿s pink rubber. The scope¿s chip ID showed 848 uses. As part of investigation, the service center followed up with the customer regarding the reported event and no additional information was available at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the scope¿s instrument channel was blocked /restricted near the distal end and foreign material was existing the channel. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer provided the following possible cause for the reported event were as follows: when endotherapy accessories were inserted to/removed from the instrument channel, excessive force was applied to the relevant part, or the relevant part was bent. This damaged endotherapy accessories inside the instrument channel, and some of it might have fell. The legal manufacturer reported that the subject device satisfied its initial standards when it was shipped, and this phenomenon still remained after re-processing was performed by sales business center (sbc). The legal manufacturer confirmed the of contents this event were described in the instruction manual. The legal manufacturer checked the instruction manual of bf-uc180f and found the following descriptions. The legal manufacturer determined that the entry below may be able to prevent the phenomena from occurring. Chapter 4 operation 4.3 using endotherapy accessories (p.69). Warning ¿do not insert or withdraw endotherapy accessories while the endoscope is angulated. Inserting or withdrawing an endotherapy accessory with force may damage the endotherapy accessory or endoscope and/or cause patient injury.¿ as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.